Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was misaligned. A field service engineer found that the machine with a broken right rail bearing cage, with bearings scattered throughout. Replaced the drawer and configured the drawer in the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was misaligned and customer tried to reboot and recover the storage space, but issue was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.